Event description:
The patient contacted animas on (B)(6) 2012 stating the down arrow button was intermittently unresponsive. The keypad was reportedly intact and the pump was not exposed to water. The patient reportedly wore the pump attached to a belt in a protective case and cleaned it with a damp cloth. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
The insulin pump has been returned and evaluated by product analysis on [pa date testing completed] with the following findings: during the product analysis investigation testing confirmed the down arrow button was intermittently unresponsive. The product analysis lab found the contrast button to be unresponsive and the up and ok buttons were responsive. The keypad cover was removed and contamination was discovered under all button contacts.